Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument malfunctioned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument moved with non-intuitive (reversed) or uncontrolled motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute to the cable breaking.